Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not removing the air from the cartridge. Tandem technical support educated the customer on proper cartridge fill techniques. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg.